Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 48 mg/dl. The cause of bg was unknown. Customer addressed bg with glucose tablets and yogurt. Recommendation was made by tandem technical support to consult healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) below 48 mg/dl was recorded by continuous glucose monitor (cgm) data on (B)(6) 2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. Basal iq system suspended basal delivery at 11:44 pm on (B)(6) 2018 and did not resume until the user¿s cgm recorded bg value increased. No boluses were delivered on (B)(6) 2018 or (B)(6) 2018. It is possible the user¿s basal rate settings need adjustment. There is no evidence that the insulin pump experienced a malfunction or failure.